Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 2.1/4.0. The reporter didn't know if medication was changed. The reporter declined product replacement.